Manufacturer narrative:
Batch review performed on 10 december 2020: lot 1907343: (B)(4) items manufactured and released on 27-jan-2020. Expiration date: 2025-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 10 december 2020: liner: mpact 01.32.3244hct flat pe hc liner ø32/eflat pe hc liner ø 32/e (k103721) lot 1900218: (B)(4) items manufactured and released on 12-apr-2019. Expiration date: 2024-04-02. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 5 months after previous surgery, reporting pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon attempted to reduce the patient and could not. After opening the patient, the surgeon deducted the head was dislocating anteriorly when the hip was in extreme extension and externally rotated. The surgeon revised the head and liner. The surgery was completed successfully.